Manufacturer narrative:
Please note the manufacturer's report records indicated the device was used for an off label indication. The therapy the device was reportedly use for was lgw. Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
Additional information reported the patient had initially experienced more than 50% symptom reduction with their device and that during the last few years prior to follow-up the patient had been taking some medications to deal with some symptom return over that time. The patient's therapy was reported to have worked ok over the last few years prior to report however. The patient's most recent return of symptoms may have been due to a lack of this medication for several months&#55316;heir physician reported. The original issue with the patient's ins was clarified to have been a problem with all combinations of the 0 contact and that the impedances were >4000 ohms. This was reportedly measured in (B)(6) 2012, however since the patient still had benefit at that time, the physician did nothing about it. Additional information reported the incident where the patient's physician was unable to communicate with the ins had occurred in (B)(6) 2014 and that it was believed the patient's ins had reached end of life (eol) at that time. However, as previously reported, the patient's physician was later able to communicate with the ins at the time of initial report. Since the patient's ins remained functioning at the time of follow-up, no medical interventions had occurred and it was noted the patient's physician was waiting for the ins to truly reach eol. The patient's ins had had 2.65 (volts) since (B)(6) 2015, 15 months after implant while the patient's previous ins notably lasted 2.5 years at slightly lower settings.

Event description:
It was reported the patient had ¿what appeared to be an open circuit on contact 0¿ with impedances ¿>4000 ohms¿ for a few years prior to report. Despite the impedance issues, it was reported the patient experienced ¿therapeutic benefit on their left side.¿ however, about three months prior to report, the patient experienced a sudden diminishing in therapeutic effect. The reporting healthcare provider (hcp) reported the patient had a couple previous implantable neurostimulators (inss) that had each lasted around three and a half years before reaching a state of normal battery depletion and further reported the patient¿s current ins ¿lifespan seemed too long.¿ additional information has been requested; a supplemental report will be filed if additional information is received.